Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition. There was evidence of air in line in the event log. Air detector functional test was performed and the reported air in line error was duplicated. The issue was caused by a faulty air detector which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump has a defective air detector. There were no injuries or adverse events reported.